Event description:
Additional information received indicated that the patient first started experiencing the reported withdrawal symptoms/hospitalization post pump-replacement in (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot#: 0218417581, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 4 mg/ml at 1.3988 mcg/day and bupivacaine 4 mg/ml at 1.3988 mg/day via an implantable pump. It was reported that the patient experienced intermittent events of withdrawal symptoms requiring multiple hospital admissions since pump replacement [no specific event date reported]. Pump interrogation was conducted, and no issues were identified in the logs. The pump reservoir was emptied, and the actual reservoir volume (arv) matched the expected reservoir volume (erv). A contrast/dye study conducted on the catheter did not identify any leaks, blockages, fractures, or issues. The pump pocket was opened for visual inspection of the pump and connections. The physician noticed some fraying on the outer layer of the catheter near the pump connector. The hcp felt it should not be in this condition as it was implanted on (B)(6) 2020 . The pump segment of the catheter was replaced. The segment would be returned to the device manufacturer. There were no applicable environmental, external or patient factors might have led or contributed to the event. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s medical history and other medications was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.